Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7073352.

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in (B)(6) study experienced a moderate worsening of parkinson symptoms of rigidity and bradykinesia on the right side. The patient was admitted to the hospital and the device was reprogrammed. Additional information was received that the patient underwent a revision procedure where the dbs pocket adapters were replaced. The event has resolved.

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in a4010 study experienced a moderate worsening of parkinson symptoms of rigidity and bradykinesia on the right side. The patient was admitted to the hospital and the device was reprogrammed.